Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/18/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint product was received in a plastic bag without the lens. The plunger was observed in advanced position. The pcb00 device was observed under microscope. There are indications of coating at the cartridge canopy. No traces of viscoelastic were observed in the cartridge. The direction for use (dfu) indicates the following: ¿insert the ophthalmic viscosurgical device (ovd) cannula into the tip of the protective cap. Completely fill the viewing window with ovd¿. The lens was not returned for evaluation. No assembly defects were observed. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). There is no visible gap defect. The reported complaint issue was not verified. No product quality deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigations requested for this production order. Labeling review: the dfu was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model pcb00 +25.0 diopter) had a broken and missing haptic in the injector. The iol was inserted into the eye, removed and replaced during the same procedure. The replacement lens was the same model and diopter size. There was an incision enlargement and sutures were required. No additional information was provided to johnson and johnson surgical vision, inc.